Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: manufacturing location: monument, manufacturing date: may 08, 2019, part: 207.746, 4.0mm cannulated screw, lot: 3l21317 (non-sterile). One piece was scrapped in cell, as a set-up failure. Six pieces were scrapped in cell for surface finish dings / scratches. Production order traveler met all inspection acceptance criteria apart from the seven pieces noted. Inspection sheet, inspect turn wobble broach, mill threads, grind flutes / final inspection, met all inspection acceptance criteria apart from the six pieces noted (surface finish). Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and all components used met current defined requirements. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a cannulated screw was received bent. The packaging was still sealed and not damaged. There was no procedure or patient involvement. This report is for a 4.0mm cannulated screw. This is report 1 of 1 for (B)(4).